Event description:
On (B)(6) 2016, while applying a 1083 mayfield disposable adult skull pins to a patient's head, the disposable pins would not seat in the skull. Instead they just pushed the skin causing small skin lacerations. The same pins were tried in a different skull clamp with the same result. Finally the skull clamp was applied with a set of reusable mayfield skull pins and this was successful. The procedure was completed without further issue. The wounds at the pin sites were small and didn't need intervention other than usual dressings. The age and gender of the patient were unknown. The incident led to a brief delay of the craniotomy surgery while other pins were found. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/19/2016. The product was not returned for evaluation. Device history record reviewed for this product ID (a1083) work order / lot # w1604060 were manufactured on 04/11/2016 show no abnormalities related to the reported failure. The pins manufactured under this work order / lot number passed all required inspection points with no associated mrr¿s, variances or rework. A two year lookback in (B)(6) for this reported failure for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.